Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received alleges that the patient's tulip ivc filter was implanted approximately in (B)(6) 2007.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), fracture, organ/vena cava (vc) perforation, caval thrombosis/deep vein thrombosis (dvt), stenosis, migration, tilt, pain, anxiety/panic attacks/depression/fear, limited mobility, need for pain medication/blood thinners. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, anxiety/panic attacks/depression/fear, limited mobility, and need for pain medication/blood thinners are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant in (B)(6) 2007 due to pulmonary embolism (pe) and deep vein thrombosis (dvt) post-surgery. Patient is alleging tilt, vena cava perforation, pe, dvt, and caval thrombosis. The patient further alleges "pain from above clotting and mobility issues. Back and hip injury have caused chronic pain - need for prescription pain medications, mobility issues (use cane when needed), used a walker for months once I could attempt to walk. On permanent blood thinners. My system has needed to develop new blood pathways due to the solidifying of the blood clots in the inferior vena cava and llliac veins. I have a high level of anxiety anytime I feel pain in my upper back and chest for fear of new pe's. I am dealing with depression and anxiety over my medical condition due to the loss of personal relationships due to illness as well as the fear and anxiety my asd son has experienced. I have mobility issues and used an in-home physical therapist to learn to walk and move with my new limitations. I used a walker for months post sicu admission. I will deal with chronic pain for the rest of my life. I will be on blood thinners for the rest of my life. These issues contribute greatly and almost exclusively to my battle with depression." As well as anxiety, panic attacks, and depression. Report from computed tomography (CT): "a large amount of thrombosis is present within the ivc, extending beyond the ivc filter. Distally, there is an expanded appearance of the ivc as well as the left greater than right common iliac and external iliac veins." Report from radiology: "ivc filter, extensive thrombus within the ivc and iliac veins. As before, thrombus extends cephalad relative to the ivc filter." Report from CT: "ivc filter with: 4 mm mesenteric perforation. Tilting with apex against the wall. Ivc thrombosis. No fracture, stenosis or migration." Report from radiology/CT: ""an infrarenal ivc filter is present. Evaluation at the level of the filter is limited by artifact however there is questionable hypodensity within the lumen. The infrarenal ivc, bilateral common iliac, and bilateral external iliac veins are diminutive. Bilateral femoral and popliteal veins appear grossly patent. There is limited contrast opacification of the calf veins." Report from radiology: "ivc filter appears in an unexpected position in a small vessel adjacent to the expected position of the ivc. Furthermore there appears to be a discontinuity the in the ivc after the renal vein takeoff where it becomes diminutive and changes contour to a more anterior venous vessel. It may be necessary to obtain postcontrast imaging and compare to the pre-ivc imaging to fully understand the complication of the ivc filter placement if any."

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter in approximately 2007, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.